Event description:
Acl surgery in august 2004. Fistula formation and open wound, emergency admission about seven weeks later, operation for fistula removal same day. Removal of the implant is planned.